Event description:
It was reported that the insulin gauge displayed an amount different from what was expected. The current fill estimate was 60 units and the value remained static despite insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Technical support explained to the customer that this could occur due to a large variance in measured pressures, which affects the calculation of the remaining insulin. The customer was informed that once the insulin level matched the static number, the estimate would begin to decrease as normal, and they acknowledged this explanation.